Event description:
A physician reported that there was no aspiration or cutting function from the vitrectome at an unknown for vitrectomy surgery. The surgery was completed after replacing the vitrectomy probe with another one. There was no impact to the patient. Additional information received that the event "no aspiration or cutting function from the vitrectome" occurred during vitrectomy surgery. No error message displayed on the console screen.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).